Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had leak. The customer¿s blood glucose was 154 mg/dl. Troubleshooting was not performed. Customer states there was not an air bubble in the reservoir. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.